Manufacturer narrative:
Data analysis: cp pump (B)(6) was connected at 6:58 on 6/2 with purge cassette sn (B)(6). At 14:00 the user starts a purge cassette change and sn (B)(6) is swapped for sn (B)(6). The purge cassette swap is completed but then 20 minutes later the purge cassette was removed and re-inserted twice in quick succession before being removed three minutes later along with the pump ((B)(6) imclog.pdf). The rtlogs show the purge cassette change but there was no notable performance drop off ((B)(6) rtlog.png). Device analysis: the console was returned for investigation and the motor was found to be unable to rotate. Additionally, there were signs of glucose around the purge motor shaft ((B)(6) glucose purge shaft.png). After cleaning the shaft, it was able to rotate again. Root cause: the spilled fluid that the customer said entered the console most likely caused the inability to rotate. Repair: please clean (B)(6)'s purge unit, then confirm motor is able to rotate. Then perform sections 10-12 of pm (0042-7309) and functional check (0042-7316).

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that fluid might have entered the automed impella controller during use. There was no harm to the patient. However, the console has been isolated.